Event description:
Same case as 6000089-2004-01071. It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulty was encountered. The lesions being treated were located in the moderately tortuous, severely calcified, 98% stenosed left anterior descending artery (lad). The lesions were pre-dilated with a maverick 3.0 x 12 mm balloon. A dissection occurred in the distal lad and was treated with a taxus express2 8.8% 3.0 x 16 mm drug eluting stent. The stent was fully expanded at a maximum inflation of 11 atms. The balloon was then inflated and deflated a few times. For five minutes, the physician experienced significant resistance trying to withdraw the balloon from the stent. The balloon was inflated one more time and deflated completely. The physician attempted to pull the balloon back, when the guide catheter deep seated and the balloon finally came free of the stent. In the proximal lad, a dissection was visible after the pre-dilation with the maverick balloon and was treated with a cypher 3.0 x 8 mm stent. The cause of the dissection is unknown. The pt's condition is reported as good.